Manufacturer narrative:
Product analysis:visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue, with directional river consistent with overload. Visual review of the associated implant identified significant deformation at the inserter interface, consistent with significant force utilized during attempted implantation. The more pronounced deformation on one side suggests a torsional component. The above observations are consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative disc disease underwent oblique lumbar interbody fusion at l3/4. Intra-op, the distal tip of the inserter broke off inside cage during implantation. There were no fragments of the broken instrument remaining in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.